Event description:
On (B)(6) 2013, the reporter contacted animas alleging a blood glucose of 451 mg/dl with blurred vision, nausea, and headache. The reporter stated that the pump battery cap was noted to be unable to stay secured to the pump which resulted in the battery cap coming loose and the pump losing power. The reporter indicated that the battery cap had not been replaced in over 6 months. The reporter indicated that the patient was being placed on an alternate insulin delivery method due to the issue. The reporter was advised on the recommendation to replace the battery cap every 3-6 months and advised the reporter to try using a new battery cap on the pump related to the issue. This report is made based on the allegation that the patient experienced hyperglycemia related to the use error of not replacing the battery cap per the pump user guide instructions.

Manufacturer narrative:
The battery cap was reportedly lost related to the event and is not expected to return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.